Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of  the critical block and inverse critical block did not add to zero (pump error 15) & the motor arm cannot communicate with the main arm (pump error 4). No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was unable to clear the alarm. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
S/w version 5.2a. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 4 and pump error 15 found on (B)(6) 2023. Pump passed the displacement test and self test. Test p-cap locked into the reservoir tube successfully. No pump error 15 alarms noted during boot up or pump error 4 during testing. Pump successfully downloaded to thump. Pump error 4 was found in the history files on (B)(6) 2023 at 15:47:06.00 due to pump error 15 (inverse check fail) happened on main processor, and as a result motor triggered pump error 4 (arm communication). Pump error 15 was noted in the history files on (B)(6) 2023 at 15:47:06.00. The pump was cut open for visual inspection and found a corroded home switch and moisture on pcba 1 and the force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Pump error 15 not confirmed during testing. Pump error 4 was confirmed in the history files due to a software error anomaly. Pump exposed moisture on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.